Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, registration was very difficult and large osteophytes broke off after dislocating the hip. The surgeon decided to manually ream, before impaction the acetabular checkpoint was dislodged and therefore there were not able to verify array placement. The case was completed successfully and there was no harm to the patient.

Manufacturer narrative:
Reported event: an event regarding difficult registration, involving a 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method and results: device history review: a review of the DHR associated with rio 329 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding difficult registration. There were other events related to difficult registration (B)(4). Trend request for this part number has been submitted (trend request #761). Conclusion: the session data for the case was reviewed. An analysis of the system verification results and pelvic/landmark registration was completed. Based on the collected data, the surgeon captured rim points posteriorly to avoid the osteophytes, however the registration error persisted after fine registration. Since large osteophytes were broken off when dislocating the femur, the pelvis was not accurately registered. This inaccurate pelvic registration caused the difficulty in cup reaming and impaction because the discrepancy between where the physical anatomy was and where the system thought the anatomy was. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, registration was very difficult and large osteophytes broke off after dislocating the hip. The surgeon decided to manually ream, before impaction the acetabular checkpoint was dislodged and therefore there were not able to verify array placement. The case was completed successfully and there was no harm to the patient.